Event description:
While removing an ec5500-e epidural catheter, the catheter frayed and snapped, leaving a portion under the pt's skin. The remaining portion was removed in the or under local anesthesia.